Event description:
It was reported that during a colectomy procedure, at the end of the intervention, the surgeon realized that the trocar obturator was split. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.